Event description:
A pharmacist from (B)(4) called the customer service on behalf of the customer to get help with the customer's contour next meter. While troubleshooting, a control test was performed and a reading of 7.2 mmol/l was obtained. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The pharmacist was advised to return the control solution for evaluation. Replacement meter kit was sent to the pharmacist.